Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a leak was observed. During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During insertion of the non-boston scientific catheter, it was noticed that the sheath was leaking as the device was advancing. The catheter was withdrawn and reinserted, but it continued to leak. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that there were no abnormalities noted during prep. No damage to the luer was observed. The irrigation method employed was a pump with a flow rate of 75. Inside the sheath, a farawave catheter was used, and possibly an octaray mapping catheter as well. The sheath was replaced due to a leak originating from the inferior valve, which appeared as a slow drip.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a leak was observed. During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During insertion of the non-boston scientific catheter, it was noticed that the sheath was leaking as the device was advancing. The catheter was withdrawn and reinserted, but it continued to leak. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that there were no abnormalities noted during prep. No damage to the luer was observed. The irrigation method employed was a pump with a flow rate of 75. Inside the sheath, a farawave catheter was used, and possibly an octaray mapping catheter as well. The sheath was replaced due to a leak originating from the inferior valve, which appeared as a slow drip.